Event description:
It was reported that the patient presented in clinic for routine follow-up. The left ventricular lead exhibited noise due to oversensing. The lead was explanted and replaced. The patient was well post procedure.

Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 21.0cm to 21.3cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.